Event description:
According to the reporter: suture fell off needle at first stitch at several sutures of same package. Another package of different lot had to be used, no problems with the new sutures. Patient not injured or jeopardized, no blood loss, no extension of incision or surgery, no change of surgery, no part fell into patients cavity. Additional information requested via email. Procedure unknown. Patient info not available. No tissue loss or damage.

Manufacturer narrative:
(B)(4).